Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "change in the shape of the right mammary gland, softness when palpated" and rupture on the right side discovered by MRI scan. The device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported "change in the shape of the right mammary gland, softness when palpated" and rupture on the right side discovered by MRI scan. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Observed patch lot number 3045480. It is not possible to determine the lot number or catalog through the photos provided.